Event description:
It was reported that when they tried to recharger the implantable neurostimulator they see an orange light instead of the green light. They stated that when they check the recharger, they could confirm that it was in "full strength". Patient added that that they were using the wireless recharger (wr), but instead of a handset, they had the model 37642 programmer. Patient then confirmed that the wr was fully charged and the orange light was showing on the power button. During the call, agent reviewed recharger best practices and walked caller through resetting the recharger. Caller was able to successfully connect to the patient's implant at first, but when they took the wr out then connected to the ins again, caller confirmed seeing the orange light again. Agent then walked caller through troubleshooting by resetting the wr multiple times, but the wr kept showing the orange light. Troubleshooting did not resolve the issue. Agent sent a request to repair for a replacement of the wr. When asked for an event date, patient did not provide a clear estimate and just stated that they noticed the flashing orange light a little bit more recently, as well as the patient's implant battery depleting really quick.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.